Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. The customer's blood glucose level was 262 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.